Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient reported that he had a seizure due to inaccurate readings from his g6 sensor. The patient said that he was not able to check his readings using his glucometer prior to the intervention, but he felt that it was inaccurate because he was feeling lightheaded, dizzy, and had loss of consciousness and seizure due to hypoglycemia while the dexcom readings were high. The patient could not give the exact value of readings, but noted the egv was 40 mg/dl higher than his bg, and later 90 mg/dl higher than the bg, leading to seizure. The spouse treated the patient with gvoke hypopen. Thirty minutes after the intervention, the patient called to report what happened and was still feeling weak, dizzy, but recovering. The patient also noted that he changed to a new sensor after the intervention. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.